Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is based on the customer report of "end of (B)(6)". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that the customer¿s freestyle libre reader was unable to test blood glucose due to an error 7 message upon test strip insertion. The customer experienced a symptom of vomit and was unable to self-treat. The customer had contact with a healthcare provider who diagnosed the customer with diabetic ketoacidosis (dka) and treated him with an unspecified dose of insulin and an infusion. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported that the customer¿s freestyle libre reader was unable to test blood glucose due to an error 7 message upon test strip insertion. The customer experienced a symptom of vomit and was unable to self-treat. The customer had contact with a healthcare provider who diagnosed the customer with diabetic ketoacidosis (dka) and treated him with an unspecified dose of insulin and an infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.